Event description:
Per (B)(6). I was on the phone yesterday with a patient ((B)(6)), who had an acdf procedure on (B)(6) 2011 with swift plus. He mentioned that 1-1.5 year after the surgery he developed symptoms for which doctors have not been able to determine the cause yet. A possible allergic reaction to the implant material(s) is currently being evaluated. He was asking for information on the composition of the materials used in swift plus.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation